Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the hepatic artery using penumbra smart coils (smart coil) and a non-penumbra microcatheter. During the procedure, a smart coil would not advance at all within its introducer sheath and, therefore, it was removed. The procedure was completed a new smart coil and the same microcatheter. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Evaluation of the returned smart coil revealed that the pusher assembly mid-joint was retracted through the introducer sheath friction lock. If this occurs, resistance may be experienced during advancement. During functional testing, the pusher assembly mid-joint was advanced through the introducer sheath friction lock with resistance, and no further issues occurred after the pusher assembly mid-joint out of the friction lock. Further evaluation of the returned smart coil revealed that the pet heat shrink tubing was missing on the proximal end of the introducer sheath. This damage likely occurred due to forceful advancement against resistance while attempting to advance the pusher assembly mid-joint through the introducer sheath friction lock. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. H3 other text: placeholder.